Event description:
Boston scientific received information that during an lv threshold test there was noise and oversensing on the left ventricular (lv) lead which resulted in pacing inhibition. It was also reported once the lv lead would lose capture, this right ventricular (rv) lead would also lose capture. Rv thresholds were appropriate at 0.5 volts at 0.5 ms when tested separately. It was confirmed this patient has a block. The noise was only seen on the lv when programmed lv to rv coil. When the configuration was programmed lv tip to can everything appeared normal. It was reported the lv lead was oversensing more frequently and the lv threshold measurements had increased. A boston scientific technical services consultant recommended troubleshooting for electromagnetic interference (emi) or noise. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received form the local area sales representative indicated the lv sensing was turned off which alleviated the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.